Manufacturer narrative:
H4: the lot was manufactured from october 29, 2021 - november 01, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused medication to the patient. The device delivered the medication dose on average 8-10 hours faster than expected. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.